Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and bolused via her infusion device to try to correct the elevated level. Her blood glucose level did not go down and she was not feeling well; the patient went to the hospital where she was treated by insulin via injection. The patient switched to a different infusion device after leaving the hospital and her blood glucose level was not elevated with the alternate infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.